Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable was not confirmed, as provided information indicated that the heartmate ii system controller (serial number: (B)(4)) was discarded and would not return for analysis. No photos or log files were submitted for review. The root cause of the reported event was unable to be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including those associated with low voltage conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and its power cables. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's batteries were losing charge too quickly. The batteries were replaced and the issue did not resolve. The patient presented to clinic and it was noted that the white power lead on the controller was damaged. The controller was exchanged and the issue resolved.